Event description:
Customer received no delivery alarms on prior day and reported that the alarm is recurring. Customer stated that the insulin basal and small insulin bolus deliver properly, but if he programs a dose of 10 insulin units; the insulin pump will alarm no delivery before delivering a single unit. Customer stated that he set up a 10 insulin unit while being disconnected and received the alarm before one unit was delivered. He stated his blood glucose has been stable all day. Troubleshooting related to the infusion set could not be performed since the customer is using an off label product. Customer would be receiving other infusion set and would get back in contact for testing. Customer did not have a proper back up plan. He has expired pens in his refrigerator. He stated he would contact his hcp for samples and a backup plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.